Event description:
It was reported that the catheter was replaced due to an occlusion. Gross inspection of the sutureless connector intra-op showed a piece of tissue that appeared to be obstructing the catheter. No rotor study was performed. No pt symptoms were reported. The pump was used to deliver lioresal. The pt recovered without sequela. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.